Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing painful stimulation and motor weakness. Surgical intervention was undertaken on (B)(6) 2023, in which the patient's system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.